Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 20mg/dl due to overcorrecting via the pump. Bg level was addressed by consuming glucose tablets and carbohydrates. Recommendation was made to consult with their health care provider to discuss diabetes management.